Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/23/2021, it was reported by a arthrex employee via e-mail that (2) ar-1255-18 suture passing wires broke. This occurred on (B)(6) 2021 while being used in a tfcc I-o method when two wire loops broke in a row. The case was completed using a new product, and there was no patient effect reported. Additional information provided 12/27/2021: the procedure being performed was a tfcc damage. The loop broke during passing. The tape came out of the bone hole and did not interfere with the operation.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1255-18 wire was received for investigation. Visual inspection identified that the wire had broken into two pieces. The pieces were noted to be severely bent. Assessment of the wire thickness with digital micrometer ID: 224 identified that the device met design specifications. The observed condition is consistent with user-applied mechanical forces during use.